Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h3, h6, h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for deployed valve exhibits central regurgitation was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. An existing technical summary written by edwards lifesciences has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification, leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, the native aortic valve was severely calcified, and the s3 valve was deployed with -1cc. After post-dilation with the -0.5 volume, severe aortic regurgitation (severe transvalvular leakage) was observed. Per the IFU, the valve is required to be fully deployed for proper function. With less volume used for deployment, the valve could have been under-expanded, and this may restrict the valve leaflets from proper coaptation, leading to central regurgitation. Similarly, the presence of bulky calcium can cause impingement on the thv leaflets, leading to the same failure. As such, available information suggests that procedural factors (under-expanded valve) and/or patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our japanese affiliates, a 20 mm sapien 3 valve was deployed with 1 ml less than nominal volume and post dilation was performed with the 0.5ml less than nominal volume. After post dilation, severe aortic regurgitation (severe transvalvular leakage) was observed. Another 20 mm sapien 3 valve was deployed inside the initial valve (viv). The postoperative course is uneventful, and the patient was discharged.

Manufacturer narrative:
The investigation is ongoing.